Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an stent implant procedure, the patient had hypotony and decrease visual acuity (va). Patient was stable, observing mac and intraocular pressure (iop). There are two medical device reports associated with this complaint. This report is 2 of 2.